Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that high capture threshold was observed on the left ventricular (lv) lead. Ischemic cardiomyopathy was also noted. Programming change was made. The patient was scheduled to visit the clinic.